Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level ranged between 500-600mg/dl and was treated with manual injections. The customer changed pump supplies to resolve the issue.